Event description:
A dentist reported that a patient received a second degree burn on the inside of their right cheek during the use of a 25lpa handpiece. It was reported that the pt went to a treatment center later that evening where they were prescribed amoxicillin; 250 mg, po, codeine; 300 mg, po and an unknown ointment. Follow up with the pt in 2005 by the dentist revealed that the pt has recovered, with no further consequence.